Event description:
It was reported that the ventilator reset twice with an audible alarm while connected to a pt. The ventilator did not stop ventilating as far as the pt observed. No reported harm to the pt.